Event description:
During the irrigation and aspiration (I&a) part of a cataract procedure, after the implanted lens was already in place, the surgeon noted a tear in the posterior capsule. The surgeon believes the I&a tip may have caused the tear. The medication miochol-e was injected into the left eye and patient went to pacu, no further intervention needed.